Event description:
It was reported there was a fatal error message when trying to interrogate a device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. However, the programmer exception error file was checked and shows that a system error had occurred twice in the past. The programmer failed driven lead and wrist electrode tests; this usually indicates a problem with the ECG (electrocardiogram) connector on the links electronics module printed circuit board. Cause of this printed circuit board subassembly failure could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. However, the programmer exception error file was checked and shows that a system error had occurred twice in the past. The programmer failed driven lead and wrist electrode tests; this usually indicates a problem with the ECG (electrocardiogram) connector on the links electronics module printed circuit board. Cause of this printed circuit board subassembly failure could not be determined.